Manufacturer narrative:
The investigation of automated impella controller (aic) battery failure (red alarm) has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of this issue was the console being booted up while the battery transport switch was disengaged. D2 common device name revised on manufacturer device report 1220648-2024-12749 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-12749 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the automated impella controller was turned on and battery failure alarm occurred. There was no patient harm.